Event description:
It was reported that a small drop of chemotherapy solution leaked from the backside of the filter. A few orange/red dots noted to sleeve of his central line. Upon further inspection, the nurse noted that there was a tiny amount of fluid leaking from the back side of circular filter. Leak did not reach patient as he had a transparent dressing between the filter and his skin. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.